Manufacturer narrative:
Patient ID, date of birth and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Reporter contact number was not provided. Device is not distributed in the united states, but is similar to device marketed in the USA. Device history records review was completed for part# 03.010.351, lot# 9910106. Manufacturing location: (B)(4), manufacturing date: aug 10, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent surgery for the right femoral diaphysis fracture. During the surgery, when the surgeon tried to make nail assembling and calibration after the nail size was determined, the protection sleeve did not go all the way through the hole of the insertion handle and got stuck in the middle. Since the protection sleeve did not move at all by hand, the surgeon had to use the hammer to pull the protection sleeve out. It was found that two other protection sleeves had the same issue. The nail was over-inserted and it was fixed irregularly with one proximal hip pin and one transverse locking. The distal end was fixed by using radiolucent drive. Right after closing the wound, before taking the post-operative images, the patient blood pressure declined, and it took additional 30 minutes to stabilize the patient by transfusion. The surgery was extended for 15 minutes. The surgery was completed eventually. Reported concomitant devices: nail (part# unknown, lot# unknown, quantity 1), hammer (part# unknown, lot# unknown, quantity 1), radiolucent drive (part# unknown, lot# unknown, quantity 1). This report is for one (1) insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. 1x article 03.010.351 with lot 9910106 / insert-handle f/a2fn received and forwarded to manufacturing plant (B)(4) for investigation: article is in a used condition. On the body of the insertion handle are hammer strokes present. During manufacturing investigation, all relevant and significant characteristics like dimensions, hardness and functionality were checked. On the body of insert-handle f/a2fn, 03.010.351, hammer strokes have been detected which had an impact on product quality and deformed the inside diameter. The appropriate plug gage does not pass into the hole. Therefore, the three protection sleeves 03.010.063 of this complaint investigated, not passing through. The functional test has shown that the alignment of the damaged hole is out of specification. All other tested functions and measured characteristics are within specification. No production failure has been found. No manufacturing related issue was identified and/or confirmed. Three (3) protect sleeve 12/8 l188 devices (part # 03.010.063 with 2x lot 8033772 and 1x lot 3732647) were also sent to manufacturing plant for investigation. Traces of use on the outer diameter are present on all three sleeves. During manufacturing investigation, all relevant and significant characteristics like inner, outer diameter and the overall length were checked. All measured characteristics are within the specification as defined on relevant product drawing. On the protect sleeve 12/8 l188, 03.010.063, no deviation or production failure has been found. The actual problem is within the 45-degree hole of the insert-handle f/expert tn+fn which is damaged. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.